Event description:
Pt required admission to hospital because of diabetic ketoacidosis. Cause of this was insulin pump failure. Never alarmed. Pt changed batteries and infusion set several times without any effect on glucose. This is second pump to fail in 2 months. Reporter has no info on the first episode.